Event description:
Patient developed a reaction to bioabsorbable anchors (unknown manufacturer) post massive rotator cuff tear repair with an orthadapt bioimplant (date of symptom onset not reported); the bioimplant was removed approximately six weeks post repair.

Manufacturer narrative:
The event involved the repair of a massive rotator cuff tear with orthadapt bioimplant. The physician indicated the orthadapt graft was used to bridge the tear in the rotator cuff and that the cuff had "poor circulation". Orthadapt bioimplants are not indicated for use in load bearing/structural applications and/or where there is poor vascularity. Additionally, the physician indicated the patient developed a reactions to the absorbable suture anchors (unknown manufacturer) used to fixate the graft. The case assessment, based on the information provided by the physician, indicates the event was likely caused by a combination of the patient's reactions to the absorbable anchors and off-label use of the orthadapt. Neither the product not the product lot number was provided to the manufacturer. The manufacturer of the device at the time was pegasus biologics, inc.